Manufacturer narrative:
(B)(4). Additional concomitant medical products: unknown biomodular head; unknown biomodular stem. (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a total shoulder replacement on an unknown date. Subsequently, the patient was revised to a reverse shoulder 25 years later as a result of glenoid erosion.

Manufacturer narrative:
Concomitant medical products - unknown biomodular stem, bio-mod hum head # item 113732 lot 881590. Although the humeral stem and head were returned, the reported event was unable to be confirmed as the glenoid component was not returned for evaluation. Visual inspection of the returned head showed some scratches visible and deep enough to feel on the head and there were surface scratches on the stem. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.